Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an airbag leakage which caused decreased in tidal volume of the patient. After the lungs were sucked, the patient had invasive operation for the removal and for tracheal tube re-positioned. With the ventilator assisted breathing, the tidal volume returned to normal and the vital signs were stable.